Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown) the device restart/reboot by itself twice. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please reference medwatch report 1220908-2019-01196 for a similar event reported from the same customer.

Manufacturer narrative:
The device was returned to a zoll approved service provided for evaluation. The device was extensively tested which included bench handling, stress testing and full functionality testing and the customer report was not duplicated or observed. The device reset was observed during review of the data files. The monitor board was replaced as a precaution. Analysis for reports of this type has not identified an increase in trend.